Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported "that his meter screen appeared like it had burned." There was no report of death, serious injury or mistreatment with this event.

Manufacturer narrative:
The reported meter was returned and investigated. The complaint was not confirmed and a new issues were observed. A visual inspection was performed and observed black spot on the lcd display and pry marks around the meter casing. The meter was disassembled and damage to the lcd was observed. No "evidence of fire" as reported was observed.